Event description:
It was reported that during a video assisted thoracic surgery-lobectomy procedure, the first reload is fired completely, but the second reload is failed to be fired. Some of the staples didn't come out. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the ec60 device was returned with no visual non-conformances and without a reload on the device. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. The device opened and closed without any difficulties. We are unable to conclude exactly how the damage to the knife occurred; a possible cause could be firing across hard ojects. It was also noted that the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to it's home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.